Manufacturer narrative:
Videos of the issue were provided by the site of trajectory 1 rotating with the movement of the instruments. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Video has been received for analysis and is pending review. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, while navigating, the trajectory 1 and 2 views were spinning when an instrument was in the field. This only happened with an instrument in the field, and occurred with all instruments. The scan on the system was from a medtronic imaging system. The site changed the trajectory and moved the probe in a different angle, which corrected the issue of rotating. The procedure was completed using the navigation system. There was no impact to the patient. There was no reported delay to the case.